Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two devices associated with this event. Refer to medical device report for the introducer sheath lot/serial number unknown with date of event 08-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported during the impella cp insertion, pre-high-risk percutaneous coronary intervention (pci), an unsuccessful attempt was made utilizing a long 14 fr impella introducer sheath. Upon removal of dilator, the introducer sheath kinked in two places; the wire was able to pass, and a second introducer sheath was unsuccessfully attempted as it kinked as well. The decision was made to utilize a competitor sheath, which passed without issues. The impella cp pump was placed and had good flows for the duration of the pci. After pci completion, the impella cp was successfully weaned and explanted. There was no report of harm to the patient.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. Data logs are not relevant to the complication and the product was not returned for investigation. Clinical details reported that each time the team attempted to remove the dilator from the 14 french long sheath, it would kink. The patient's vessels were reportedly tortuous. The complication was resolved by using a 16 french gore sheath. Based on the clinical details provided, the root cause of the introducer damage was determined to most likely be patient condition.